Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device. A search of the complaint data base was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the core of the wire was exposed while attempting a diagnostic coronary angiogram. No patient injury was reported.